Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted that the tip appeared to be bent at the point of separation and found scratches and marks which indicate significant use. The exact root cause of the incident could not be determined as it is unclear how the tip may have become bent. The instructions for use (IFU) warns, "do not modify the device. Modification (including bending of the probe tip) may cause permanent damage such as breakage, or shorten the life of the device." Applied medical has received feedback from the field regarding the tip design of the probe. Engineering is currently investigating possible device enhancements would provide better visualization during use. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "dr. Was using this instrument- then took it out of the port. When went to us it again spatula tip was not on instrument, but laying inside pt's abdomen. Dr. Was able to retrieve spatula tip out with a grasper." Patient status - "good."